Manufacturer narrative:
Insulin pump received with a constant alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement due to unlocked electrical board connector. Unable to verify post-reset ram crc alarm, the alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarm and no motor movement alarm due to constant alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had multiple pump error alarm. Customer stated that alarm occurred when he was changing a new battery. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting and noticed they are unable to rewind. Customer was advised to revert back up plan per health care professional's. Customer will return device for analysis.